Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found no blood in the tubing. The fse was unable to duplicate the complaint; no malfunction was found. While on-site, the fse performed the cs300 field action and replaced/upgraded the system software.

Event description:
It was reported that while supporting a patient, a blood detected alarm appeared on the intra-aortic balloon pump (iabp). There was no blood seen nor evidence of a catheter leak. All connections were secure. The customer turned the iabp off, waited 10 seconds and the iabp turned back on without an issue. No adverse event was reported.